Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (300 mg/dl). The customer alleged that the pump was not delivering the correct amount of insulin. Reportedly, customer administered a bolus from the pump into a syringe and observed less insulin deposited into the syringe than was requested. Reportedly, the customer reverted to manual injections for insulin therapy.